Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed a no output and no telemetry condition. The no telemetry was due to a low output from the lithium power source. Upon further analysis, the device was opened and the battery was noted to be depleted down to 1.479 v. A high system current of 85.97 ua was measured while powering the device with an external 2.1 v supply. The high current drain was shown to be caused by leakage in a filter capacitor.

Event description:
It was reported that during implant, the device was unable to be interrogated with a programmer. The device was not implanted and replaced with another. No patient complications have been reported as a result of this event.